Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely and a request was made to have data from this device analyzed. Data analysis showed the battery appears to be depleting normally, and that he battery longevity had already exceeded expectations. It was discussed that this device was high atrial sensing at times at an average atrial rate of 326 beats per minute, which can cause an increase in power consumption. Later, it was found that the device had reverted to safety mode operation. Technical services (ts) recommended device replacement but at this time, there is no evidence to suggest that this intervention has been performed. The device remains in service and no adverse patient effects have been reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely and a request was made to have data from this device analyzed. Data analysis showed the battery appears to be depleting normally, and that he battery longevity had already exceeded expectations. It was discussed that this device was high atrial sensing at times at an average atrial rate of 326 beats per minute, which can cause an increase in power consumption. Later, it was found that the device had reverted to safety mode operation. Technical services (ts) recommended device replacement but at this time, there is no evidence to suggest that this intervention has been performed. The device remains in service and no adverse patient effects have been reported. Additional information was received indicating that the device replacement procedure has been scheduled. At this time, the device remains in service. No adverse patient effects were reported.